Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an elective pulmonary vein isolation procedure for atrial fibrillation using the pulse-select pulsed field ablation catheter, a remarkable phenomenon was observed in a patient. Immediately after each energy delivery in the left superior pulmonary vein, the patient experienced sudden, convulsive tensing, pronounced inspiratory stridor that was audible throughout the laboratory, and rapid hypoxia as indicated by a drop in spo2. There were no visible disturbances in the device settings and no catheter malposition. Standardised troubleshooting measures were immediately initiated, including suctioning of the upper airways, administration of oxygen with increased flow, and mask ventilation. Muscle relaxants and intubation were not used. Despite short-term stabilization, the symptoms recurred with each pulsed field ablation application in the left superior pulmonary vein. The procedure was aborted the patient was not under general anesthesia. The patient was continuously monitored and showed no lasting damage to health. The patient is to be called in again at a later date and may be treated with an alternative technique. No further patient complications have been reported as a result of this event.